Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with a driveline disconnect event on 30jun2023. A specific cause for the disconnection of the driveline could not be conclusively determined. Following the reconnection of the driveline, the pump resumed operation at the set speed without issue. The pump appeared to function as intended while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a subsection titled, "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The patient handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." Section 5, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer requested further review of log files to determine any events that may pertain to driveline disconnect. During initial evaluation of the log files, it appeared that the patient may not have connected to the power module/mobile power unit (mpu) overnight. Review of the submitted log files also showed that there were some strings of power cable disconnect events while connected to battery power on (B)(6) 2024 at 12:59:33. Following the power cable disconnect events, there appeared to be intentional power cable disconnect events followed by reconnection. On (B)(6) 2024 at 13:08:08, the log file data indicated that both power leads were disconnected, which activated a no external power alarm. The emergency backup battery (ebb) was used while the power leads were disconnected. External battery power was restored on (B)(6) 2024 at 13:09:36. On (B)(6) 2024 at 13:11:39, a driveline disconnect was recorded. The heartmate 3 left ventricular assist device (lvad) pump was off during this time. The driveline was reconnected at 13:11:45 and the lvad pump speed ramped back up to 5200 revolutions per minute (rpms).